Event description:
It was reported that approximately six months after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to painful hardware and a tender and swollen fusion site. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that approximately six months after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to painful hardware and a tender and swollen fusion site. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what the patient experienced, the most likely cause cannot be determined based on the available information and without the return of the device. However, additional information indicates that the tissue over the dorsal plate was swollen and red as if reacting to the metal or rubbing. The company will supplement this MDR as necessary and appropriate.